Event description:
It was reported that during surgery, the zimmer pulsavac plus didn't work from the beginning. The battery case was checked and one of the eight batteries had a leak. The customer used and finished the surgery with an alternative one. There was no patient/user harm or surgical delay reported. No additional clinical information prior to this report.

Manufacturer narrative:
The customer's reported event was confirmed. The device did not operate upon receipt. Visually the device displayed no obvious defects and the battery terminal appeared to be unharmed. The device did not function on high or low speed mode when the trigger was manipulated. An initial result of the voltage measurement of the battery pack was 0.0 volts. Seven of individual batteries displayed full charge of 1.5 volts. One battery had significant amount of corrosion on the battery and on the negative terminal and displayed a charge of 0.02 volts. The battery had fractured open and leaked battery acid onto the contact points causing a discontinuity in the power supply stream. This one battery was replaced after cleaning the battery terminal contact and the device operated normally in both low and high speed mode. A review of the zimmer surgical manufacturing, packing and inspection processes denotes no systemic issues indicative to this type of failure. The review of the device history record noted no issues with the assembly of this production lot of parts. There were no internal zimmer nonconformances for the battery lot initiated at incoming inspection or from the manufacturing area. The true root cause of the single battery fracturing and corroding is unknown. This is most likely cause for this incident is an isolated failure of one battery possibly due to an environmental affect.